Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 4.11c. Retainer ring = black. On 08/09/2021, the customer alleged no delivery/occlusion alarms, cosmetic damage(cracked backside of pump), and charge/battery lasts less than expected. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, and occlusion test. No unexpected insulin flow blocked nor battery related alarms noted during testing. Pump successfully downloaded to thus. Confirmed no delivery alarm during bolus on 08/05/2021 at 15:35:56 and 15:38:22, 08/06/2021 at 10:01:16, 08/07/2021 at 10:22:22 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: faded serial number label, pillowing keypad overlay, cracked case above arrow and battery icon, cracked keypad overlay, cracked battery tube threads, cracked case on corner of belt clip rails, and minorly scratched lcd window. In summary, pump passed required testing. Customer alleged for no delivery/occlusion during bolus was confirmed. Customer allegation for cosmetic damage (cracked backside of pump) was confirmed during visual inspection where cracked battery tube threads and cracked case on corner of belt clip rails was noted. Customer alleged for charge/battery lasts less than expected was not confirmed.

Event description:
Medtronic received information that charge/battery lasts less than expected, damage (physical or cosmetic), no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.